Event description:
Complainant alleged that the medics were monitoring a 34 year old female pt who was in supraventricular tachycardia, but there was no display on the device screen. By hitting the side of the device, the medics were able to obtain a screen display. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report number 1220908-1999-00735, which documents a subsequent malfunction that occurred with a different pt, but with this same device.